Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was presented to the emergency room due to pocket stimulation. A lead warning occurred. The right atrial lead switched polarity to unipolar atrial capture management had increased outputs due to high thresholds. The lead was left in unipolar pacing and reprogrammed sensitivity. The patient was from out of town and wanted to wait until the patient was got back home to speak with the cardiologist. Subsequently, the lead was capped and replaced. No patient complications have been reported as a result of this event.